Event description:
It was reported that after the iab was inserted, the pump experienced "volume leak" alarms. The pump was exchanged but the alarms continued. Then the iab was removed and replaced without any patient complications.